Event description:
Reportedly, the device was explanted after an implant duration of 1.8 months for unknown reasons. Per the cer: it was reported that the device was explanted and 6900pj27 was implanted as a replacement. No further details were provided. Information was learned through (B)(4) implant patient registry. The device will not be returned as it was discarded at the hospital. Report only.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. No customer letter required. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance related to this event. No additional information is available. Device not returned.